Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was 500 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.